Event description:
The patient reported that the up arrow button was sticking and was not always responsive. The patient reportedly wore the pump on the outside of clothing and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the ok and up arrow keypad buttons are intermittently responsive and do not have normal spring-back. There was evidence of contamination found under all key contacts.